Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention, a 2.00mm x 20mm emerge balloon was advanced to the target lesion, but a break occurred at the distal end of the balloon catheter and the device separated into two pieces. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that it was assessed that the reason for the break could have been due to the y adapter was tight.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 75.1cm distal of the strain relief. The distal portion of the device was not returned. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention, a 2.00mm x 20mm emerge balloon was advanced to the target lesion, but a break occurred at the distal end of the balloon catheter and the device separated into two pieces. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event.